Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with technical support, the pump was reset, loaded a new cartridge, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.